Event description:
(B)(4). It was reported that the customer passed away in a motorcycle accident. It was stated that he had just changed the infusion set before getting on his motorcycle. While driving, the customer experienced low blood glucose levels, and became confused. The customer passed out, and hit a concrete pole, killing him. It was stated that the cutomer's wife called in to report the death, and was told that the insulin pump may have malfunctioned. However, the wife consulted with her adult children, and decided not to return the insulin pump for analysis for fear that medtronic would not be honest with the results of the analysis. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.